Manufacturer narrative:
D1 - brand name, d2a - common device name, d2b - procode, d4 - model #, d4 - catalog #, d4 - primary UDI number, g4 - PMA/510(k) #, h4 - device mfg date, and h6 - investigation findings: correction. Updated investigation: item number found to be wrong: actual pump is 21-2120-0102-51 but, in the system, it was 21-2112-0401-78.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was duplicated. The cause was traced to a non-reactive downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.

Event description:
It was reported that the pump had a cassette error. There was no patient involvement. Evaluation of the returned device found a non-reactive downstream occlusion sensor.